Event description:
Pt complained of discrepant results with meter purchased on (B)(6). For the inratio result from the previous weekend, the meter read inr=5.2 due to that result, the pt skipped sintrom dose that day. Pt's therapeutic range 3.0-3.5.

Manufacturer narrative:
Investigation pending.